Manufacturer narrative:
The patient was unable to maintain the surgeon's planned occlusion and the patient dislocated. The surgeon attempted to reduce the patient's dislocation, but the mandibular component continued to dislocate. The surgeon plans on placing a revision mandibular component to accommodate the patient's current occlusion. The device remains implanted at this time; however, a supplement to this MDR will be submitted for the revision surgery.

Event description:
The patient's left mandibular component is dislocated.